Event description:
This event was reported as mitral regurgitation. Required intervention including the implant of a valve into the mitral position. The ring remained in place in the mitral position. No further information provided.